Event description:
Our affiliate is reporting to us that there were some issues during an arthroscopic procedure, which caused a 60 minute delay to the repair. First of all, the expressew suture passer was inoperable; it appears that the device had a broken needle stuck in it from a previous procedure, which rendered the device unusable. The surgeon then resorted to a competitor's device for remedy; however, in the manipulation of the device, the surgeon accidently cut away some anchor sutures; which required the addition of two more anchors to be deployed into the bone to fixate and conclude successfully without further issue or harm to the patient. The expressew device was discarded.

Manufacturer narrative:
They report no patient harm, no lot number has been supplied and the complaint device was discarded at the user facility. We are attributing the mitek device's condition to an owner maintenance issue; the fact that the surgeon was supplied with an unusable instrument, one that was rendered inoperable at a previous procedure, tells us that the device was not properly inspected after the conclusion of the previous procedure and then, further, not inspected or maintained in preparation for this subsequent event. The 60 minute delay to the procedure, the reason for this report, is not a result of any defect or deficiency of the mitek device, but rather the lack of proper maintenance and preparedness of the device by the owner. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue.